Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the left motor gearbox brake is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the brake not working. Per the initial evaluation, the brake static torque was tested in both directions with a torque wrench on the output shaft of the gearbox while the motor and gearbox were attached and had a reading of 600 and 540 inch-pounds. An expanded evaluation was performed. The expanded evaluation report confirmed that when the parking brake holding torque was measured with a calibrated torque wrench, it was found to be 564 inch-pounds for clockwise rotation and 588 inch-pounds for counterclockwise rotation. Both torque values were below the specified value of 680 inch-pounds. The underlying cause of the low holding torque could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer states that the left motor gearbox brake is not working.